Event description:
It was reported the implant device previously implanted during a l5/s1 transforaminal lumbar interbody fusion procedure, appeared to have moved postoperatively. The patient had returned for a follow up visit. The CT images revealed the cage movement. The surgeon will not be scheduling a re-operation as the patient is asymptomatic. The surgeon will closely follow the patient over the next several weeks to ensure the cage does not move any further and the patient does not start showing symptoms. The original procedure was performed on (B)(6) 2014.

Manufacturer narrative:
The device will not be returned since it remains implanted. Based on reported information, integra has initiated an investigation.